Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health are provider (hcp) reported that a nerve monitoring device was not working properly. There was no patient impact.

Manufacturer narrative:
Analysis found the customers reason for return has been confirmed, the mainframe doesn't beeps when booting up and doesn't boot up fully. The software version needs to be updated. A/d pcb failure. The dsp board has been replaced. The software has been updated. If information is provided in the future, a supplemental report will be issued.